Manufacturer narrative:
Additional information received: corelab review of CT images from 01-mar-2022 observed aortic enlargement. No endoleak, fracture, stent ring migration or stent ring enlargement was observed. Corelab review of CT images from (B)(6) 2023 observed aortic enlargement and a type ii endoleak. No fracture, stent ring migration or stent ring enlargement was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted during the endovascular treatment of a thoracic aortic aneurysm. It was reported approximately 2 years post the index procedure, during the 2nd follow-up following index procedure, CT identified a type ia endoleak. A secondary procedure was performed. A CT post this intervention procedure showed a type iiia endoleak. Further intervention completed. Subsequent to this intervention procedure follow up CT did not identify any endoleak. No cause was reported. No additional clinical "sequelae" were provided and the patient is fine.

Manufacturer narrative:
Additional information received : corelab review of CT imaging at 27 months after the index procedure identified a persistent aortic enlargement of +21.3mm when compared to cts taken 4 days after the index procedure . The maximum aortic diameter was 84.6mm. Review of cts at 39 months post index identified a persistent aortic enlargement of +9.4mm when compared to cts taken 4 days after the index procedure. The maximum aortic diameter was 72.7mm. There was no endoleak, stent ring enlargement or stent ring migration noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.